Manufacturer narrative:
Concomitant medical products: addr01 ipg was implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing suspected at the termination of the atrial high rate episode. The ra lead remains in use. No patient complications have been reported as a result of this event.